Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella cp was placed over a wire with a pigtail catheter without issue. While on support, a ¿position in aorta¿ from the impella automated impella controller was noted. The surgeon made several attempts to advance the impella across the aortic valve without success. The sterile sleeve became detached from the tuohy- burst lock during repositioning. The pump was removed and a new pump was inserted without issue.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no product returned. Pd-anticontamination sleeve-(separation, torn): the cause of the product damage was unable to be determined as insufficient clinical details were provided. Device in wrong position: the cause of the device in wrong position was unable to be determined as insufficient clinical details were provided. Device history review was completed and passed all the post sterile inspection checks.